Event description:
The customer reported via phone call that the insulin pump would power off without warning. The customer stated the issue persisted after the customer turn the insulin pump back on. The customer's blood glucose was unknown. The customer stated they did not receive any unattended alarms on the insulin pump. It was also found the customer did not drop or bump the insulin pump. The customer also reported receiving an unexpected restart alarm with the insulin pump. The customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.